Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/01/2019. The facility contact stated that this device was initially sent for repair, but they have decided instead to retire this device and replace it wit h a new ventilator.

Event description:
The customer reported a ventilator with diagnostic code 3/3v voltage rail failed. The customer reported there was no patient involvement.